Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: a review was confirmed that the device met specifications prior to distribution and there was no manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code unable to exclude device problem.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced and added new spinal cord stimulation (scs) lead. The patient was doing well postoperatively. The explanted device was discarded by the facility.

Manufacturer narrative:
Block b3- approximated based on the date of explant.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent a procedure wherein the ipg was replaced and added new spinal cord stimulation (scs) lead. The patient was doing well postoperatively. The explanted device was discarded by the facility.